Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under a therapy electrode on his back. The area was described as oval shaped and an open sore. During a follow up the patient's wife reported that the patient saw a wound care doctor but that the doctor did not prescribe any medication. The doctor advised the patient to remove the device for a few weeks if the irritation worsened. Per the patient's wife the irritation was about the same and had not worsened at that time. The wife reported that they would continue to keep the area clean and dry. The final medical outcome of the irritation is unknown.